Event description:
A reported incident involving a spinning spiros® closed male luer, red cap came off of chemo primary tubing during implementation. There was a patient involvement with no visible harm but potential for chemo exposure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.